Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, and basic occlusion test. The pump was received with a cracked keypad overlay at select button, missing the retainer ring, missing reservoir tube o-ring, a scratched case, broken belt clip rails, and had keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the insulin pump case. The pump was not bumped or dropped. Customer's blood glucose was 245 mg/dl. Customer stated that the crack is seen on the housing belt clip. Customer does not know how it happened. Customer was asked verbally and in written form to return the pump for analysis. Customer will be sent a replacement pump.